Manufacturer narrative:
The reported high impedance issue was confirmed. Analysis of the returned lead extension a found evidence of ¿twiddling¿ (twisting of the extension in the pocket when the ipg is repeatedly flipped). Microscopic inspection of the extension found three broken wires, which was confirmed with continuity testing. These broken wires are consistent with the twisting of the extension in the pocket.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Patient's weight was requested but not received.

Event description:
It was reported the patient was flipping their ipgs in the pocket as a result the patient's extensions have twisted, causing impedance issues. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, both ipgs and both extensions were explanted and replaced to address the issue.